Manufacturer narrative:
Product analysis was performed, allegations was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricle (rv) lead was explanted due to a dislodgement two weeks after implant. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricle (rv) lead was explanted due to a dislodgement two weeks after implant. No additional adverse patient effects were reported.